Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported seeing smoke coming from their freestyle libre reader. Customer reported dropping their libre reader in the water and trying to charge it with the cable. The noticed visible smoke as soon as the cable was inserted into the reader and the cable is burned now. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported seeing smoke coming from their freestyle libre reader. Customer reported dropping their libre reader in the water and trying to charge it with the cable. The noticed visible smoke as soon as the cable was inserted into the reader and the cable is burned now. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If product is returned, the case will be re-opened and a physical investigation will be performed.